Event description:
A report was received that the patient will undergo a pocket revision due to pocket pain.

Event description:
A report was received that the patient will undergo a pocket revision due to pocket pain.

Manufacturer narrative:
Additional information was received that the patient's ipg was replaced and re-located. In addition, an extension was implanted. No malfunction was suspected. The patient is reportedly doing well following the procedure. Explanted devices will not be returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.